Event description:
The pt stated that they had been taking too much insulin based upon the blood glucose results they obtained when using the suspect device. Pt then stated that they rec'd a result of 575 mg/dl and took extra insulin. Pt retest at 420 mg/dl. Pt became concerned because they had a previous insulin reaction, so pt went to the ER. At the ER their blood glucose was 88 mg/dl on a hospital meter. On the previous incident the suspect device read 596 mg/dl pt dosed extra insulin. Pt became hot, sweaty and had blurred vision. When pt was taken to the hospital their glucose was 31 mg/dl. Pt was treated for hypoglycemia with a glucose IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.